Event description:
Per the audiologist, in 2008, the patient was admitted to the hospital with a high fever. On two days later, the surgeon inserted pe tubes bilaterally. The surgeon reported a clear fluid (cerebral spinal fluid) draining from one ear during that surgery. On two days later, the surgeon "patched" around the colocolostomy to stop the csf leak. The patient remained in the hospital until the following eight days. Meningitis was ruled out. The patient is out of the hospital and remains on antibiotics. She has contralateral implants, is using both devices and is responding to sound.

Manufacturer narrative:
This is a final report, this type of event is addressed in the device labeling.